Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical united kingdom; the malfunction was observed and the flex circuit assembly was replaced. The device was recertified and returned to the customer. The flex circuit assembly was returned to zoll medical united states; the malfunction was duplicated and attributed to high pogo pin resistance on a flex circuit assembly. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.